Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a leakage from the seal area. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One used unit was received for evaluation. A video was also provided showing leakage at the y-site outlet tube, and a picture was provided showing the packaging labeling. As received no damage or anomalies were observed on the product. Functional testing was performed, and leakage was confirmed between the y-site outgoing tube bond. Further inspection of the bond showed spotty solvent coverage. The reported issue was confirmed. The probable cause is due to insufficient solvent coverage application during assembly in tijuana. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.